Event description:
It was reported to boston scientific corporation that a rapid exchange biliary stent system was used during a removal of bile duct stone procedure in the common bile duct of a patient (patient age, sex, and weight are unknown). After removal of the bile duct stone, as the device was being loaded onto the guidewire, the guidewire would not exit the port. The procedure was completed with another device (device and manufacture name are unknown). The procedure was successfully completed with no reported patient complications. The patient was reported to be in good condition after the procedure. This event has been deemed a reportable event based on the investigation results; stent deformed.

Manufacturer narrative:
Visual inspection revealed a slight bend to the guide pull wire at about 18 centimeters to the proximal end of the flow switch. There were several bends along the working length of the push catheter; the bends were mostly close to the rx window. The stent was almost flattened in both ends. Functional evaluation performed on this device was successful. During the functional evaluation, when the guide pull wire was actuated, the guide pull wire moves freely along the rx window until the guide catheter was fully extended. Functional evaluation performed on this device revealed no resistance on the guidewire along the rx window. It appears the damages observed on this device likely occurred during the procedure. Device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.